Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fph service center in (B)(4). It was visually inspected and performance tested, as per neopuff infant resuscitation technical manual, by a qualified fph service engineer. Our analysis is accordingly based on the service report provided by fph service engineer. Results: no physical damage was observed to the returned neopuff unit. It functioned as intended when it was performance tested. A lot check revealed no other complaints of this nature for lot number 100723. Conclusion: no fault was found with the returned neopuff unit when it was inspected at fph service center. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff unit was returned to the hospital service after the performance checks.

Event description:
A hospital in (B)(6) reported to a distributor that the rd900aeu neopuff infant resuscitator was not holding pressure. This was observed during use on a patient; however, no consequence was reported.